Event description:
It was reported that the customer had multiple incidences of IV secondary tubing using that had not been infusing the entire medication volume. The pump is set to infuse a specific volume over a specific time, and after the time has elapsed, 1/3 and up to half of the volume remains in the secondary IV bag. It has also been observed that both the secondary line and the primary line will pull (as observed by drips in the drip chambers) during the time set for the secondary IV infusion to be infusing. There was patient involvement but outcome is unknown. Although requested, further information was not provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.